Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. H3,6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A patient reported having a starburst effect at night approx 2 weeks post lasik. The patient has been seen in f/u by the treating doctor and was referred to a retina specialist.